Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient had the device for bowel. It was reported that since implant it had not helped as much as the patient wanted. She still had diarrhea, some days were good and some days were bad, and she was still wearing pads. The other day she got it to 3.5 and it was working well, then over the weekend she stopped feeling stimulation. The patient was calling today for help to increase it. There was a loss or change of therapy. The patient tried to sync and she was on program 4 at 3.5 but could not see well enough to report if stimulation was actually on or off. She would call later and call the healthcare professional (hcp) when her husband got home. The following day the patient reported poor communication with and without the antenna, which started about the last 3 days. It would not do telemetry with or without the antenna attached. There was no out of box failure. There was return of symptoms on and off since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.